Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The reporter was unable to provide the results. This complaint is being reported because the reported results may not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.